Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/07/2015 with the following findings: the display lens was observed to be scratched: the reported issue was confirmed. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked in the areas above and below the grip pad. Evaluation revealed that the up arrow keypad button was intermittently responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure directly caused the keypad responsiveness issue. An attempt to download the pump history and black box data failed due to a defective ir u29 component; the suspect ir u29 component was replaced, and the download was completed successfully.